Event description:
It was reported by the patient's mother that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod. The patient's mother reported that the cannula was not properly seated in the infusion site (arm) and the pod's cannula was found to be bent. Insulin leakage was observed and the patient's mother further indicated that the pod's adhesive was weak and that there was "barely any glue" on it. The pod was reportedly discarded. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.